Manufacturer narrative:
The legal manufacturer (lm) reviewed the content of this complaint. The lm reported that in relation with the user handling failure related to reprocessing and leak test estimated by the service center was unable to obtain any additional information from the user. Consequently, lm is unable to determine whether there was any handling failure at the user facility. However, the reported event is considered to be a deviation from the requirements described in the IFU. (The requirements/information are fully described in IFU so that user can handle endoscope in appropriate way) . 4. Labelling review (impact of device due to mishandling) the IFU warns user of incorrect reprocessing as follows; 1.5 reprocessing before the first use/reprocessing and storage after use : this instrument was not cleaned, disinfected or sterilized before shipment. Before using this instrument for the first time, reprocess it according to the instructions given in this manual. After using this instrument, reprocess and store it according to the instructions given in this manual. Improper and/or incomplete reprocessing or storage can present an infection control risk, cause equipment damage or reduce performance. Based on the above . An instrument history was performed by the lm and confirmed that the device had the following replacements within the past year. Insertion tube unit replacement on (B)(6) 2019. Bending section rubber replacement on (B)(6) 2019: insertion tube unit replacement on (B)(6) 2019.

Manufacturer narrative:
The device was returned to the service center for evaluation. The insertion tube was found to be cut and noted to be leaking near the bending section. The scope was repaired and returned to the customer.

Event description:
The service center was informed that the scope was improperly leak tested. There was no patient involvement reported.